Manufacturer narrative:
It was confirmed on (B)(6) 2016 from follow-up that this was not an issue with the ring but a case in which the physician tried to repair the valve but based on the patient¿s condition ended up having to replace the entire valve with a edwards tissue prosthesis. Therefore this is not a complaint on the repair ring as it was simply an issue of patient anatomy and should not have been initially reported.

Manufacturer narrative:
The manufacturer is attempting to obtain the information and the testing methods will be determined upon receipt of additional information. Information regarding the reason for explant and the availability of the device is not available at this time. The manufacturer is reporting this event in a conservative manner.

Event description:
The manufacturer received a patient tracking form on 11-oct-2016 of the following: a carbomedics annuloflex sn# (B)(4) was removed from the patient on (B)(6) 2016 at (B)(6) and the date of implant is unknown.